Event description:
It was reported that during an attempted novasure (ns) endometrial ablation on an anteverted uterus the cavity integrity assessment (cia) test was unsuccessful and "a lot of blood" was noted in the collection cannister. While the physician was attempting to correct this situation the pt, who was under general anesthesia, began to move around. The procedure was stopped and device removed form the uterine cavity. The physician spent the next 10 minutes "trying to stop the bleeding from the cervix that the surgeon believed to be a cervical tear". The ns procedure was abandoned because "there [was] too much blood". The physician began a laparoscopy. They "struggled" to insert the trocar and eventually succeeded in placing an "extra long trocar". They found a perforation " on the left side of the uterus around the internal os/lower segment, but couldn't find where the bleeding was from" so they converted to a laparotomy. The bleeding was found to be coming form the "cervix and broad ligament" and it was determined the pt needed surgery. They performed a total abdominal hysterectomy. The pt was then admitted to the itu (intensive therapy unit). She was discharged home on (B)(6) 2012 and "is doing fine". A hysteroscopy, dilatation, and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall then sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not the further dilation is required. The nova sure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).